Event description:
It was reported that during the procedure at the ostium of the left anterior descending artery, an attempt was made to advance the 2.5x28 xience v stent system but resistance was felt at the proximal segment of the lesion. The proximal segment of the stent was noted to be flared. The stent delivery system was removed from the anatomy with slight resistance and a promus element stent was successfully deployed to treat the target lesion. There was no adverse patient effect. The physician felt that the failure to advance and flared stent may be related to a manufacturing or product quality issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. Analysis noted the 2.5 x 28 mm rx xience v sds was returned with blood in the guide wire lumen, on the stent implant and on the balloon. There was no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There was one bent distal strut on the first row of the stent implant consistent with the reported stent damage. There was no other damage noted to the stent implant. There was a kink in the distal shaft 7.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The kink to the shaft was not reported and mostly likely from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The tip length and stent outer diameter measurements met manufacturing criteria. Although the anatomical conditions were not provided, stent damage in conjunction with the failure to cross can be influenced by many factors and are not generally associated with a product quality deficiency. It is possible that the sds interacted with anatomical conditions and contributed to the failure to cross and stent damage. The distal facing direction of the stent strut identified during analysis, suggests that the stent may have interacted with the guiding catheter during removal. The reported difficulty to remove, failure to cross and stent damage appear to be related to the operation context of the procedure. A search of the lot history record indicated no related non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.